Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, terumo is still investigating this issue, and will be submitting a follow-up report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the virtuosaph endoscopic vein harvesting system did not have proper insufflation for vein harvesting. The user facility then switched to open vein harvesting technique for the removal of the saphenous vein. The product was changed out. There was blood loss due to ovh. The surgery was completed successfully.